Event description:
It was reported that the right ventricular (rv) lead had low voltage r waves. The rv lead remains in use based on medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4196 implantable pacing lead, (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010.